Event description:
The port was placed in the right chest via the right external jugular vein on 9/3/96. It was reported that it was difficult to tape the catheter for a 5-day infusion and that the metal top of the port came through the skin. The port was removed on 11/7/96.